Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the non-tandem continuous glucose monitor (cgm) was inadvertently pulled off while the customer was sleeping; however, cgm reportedly transmitted a low bg reading which resulted in the basal iq feature being activated. Customer reported that basal iq feature suspended insulin for approximately 30 minutes and alleged insulin was suspended longer than expected. Customer's blood glucose (bg) was 300-400 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids to hydrate. Urine and blood tests were performed. After 3-4 hours, customer left the ER feeling exhausted and bg was 180 mg/dl. Customer went home, rested and consumed water. Tandem technical support (cts) reviewed the basal iq feature with the customer; however, customer maintained it did not perform as expected. Cts reviewed pump data and found that basal iq suspension had not occurred at the time of event. Although multiple attempts were made by cts to discuss pump data with the customer, no reply was received.

Manufacturer narrative:
(B)(6) 2018 to (B)(6) 2018.